Event description:
It was reported that during a da vinci-assisted mediastinal mass reduction surgical procedure using a dual surgeon side console (ssc) setup, that the right master tool manipulator (mtmr) on one of the ssc was having intermittent issues taking control of the instrument. There was no additional information provided. There were no reports that the suspected surgeon side console (ssc) had to be abandoned during the procedure; however, it is unknown if the issue resolved. The procedure was continued under this condition with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the master tool manipulator (mtmr). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the master tool manipulator 2 for failure analysis investigation. The unit was analyzed, and the reported complaint was confirmed via system logs and reproduced the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a patient side cart fixture test platform (pftp) where calibration was found to be failing during grip calibration. Once testing was completed, the grip levers and spring were tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the grip levers and spring was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.